Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. A review of the data log was performed and no signal loss was found within the investigation window. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device.

Event description:
Dexcom was made aware on 01/22/2018, that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.